Event description:
Had a sparc bladder sling put in 2009. Bladder control got worse for a while. Having pain when I sit down. Went for a second opinion, and gyne. Told me an area of mesh about the size of the top of her thumb until the bend of her thumb is showing. Exposed area, causes me a pinching hurt while I sit. Tried to be intimate with my husband recently, -doctor said it would be okay-, but experienced a pinching/ripping sensation. Hurt too bad and had to stop. My husband also had a scratch bleeding on his penis from the exposed area. I have been referred to a urologist, but the gyn says I will have no choice, but to have it taken out, as it will never heal over. I have been dealing with this pain since that day. I only wish I would have known what I do now about this product! This is hurting women!!! Dates of use: 2009. Diagnosis or reason for use: had 1-2 dribbles with full bladder when coughing or...